Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 4.00x16 mm graftmaster covered stent was attempted to use to treat a perforation in the left main coronary artery. The graftmaster was unable to cross to the perforation due to the anatomy. Reportedly, there were no adverse effects due to the failure to cross. A 2.80x16 mm graftmaster covered stent was successfully implanted to seal the perforation. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.